Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer. Additional information was not provided, the customer declined troubleshooting with technical support.